Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon of the hospital, reported to our sales rep that a patient came in with pain. The patient reported that he was fallen. Xrays were taken but nothing could be seen. A revision surgery was scheduled for the (B)(6) 2013, which confirmed broken implants.

Manufacturer narrative:
Updated catalog and lot number based on returned device. An event regarding disassembly between the mrh femoral component and femoral stem involving a mrh knee fem s lft was reported. The event was confirmed. A visual analysis confirmed the reported event. A material analysis determined that no material or manufacturing damages were observed. A medical review concluded that the root cause of failure is procedure-related and not device-related. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The results of the investigation indicate that the surgical protocol was not followed. Based on investigation conclusion, "the medical review concluded that no evidence for patient-related factors although there is no information on patient characteristics such as overweight although these rarely act alone as root cause for device fracture. Furthermore no clinical or radiographic evidence for device-related factors playing a role as further supported by the findings in the materials analysis of the explants. Root cause of failure is procedure-related and not device-related." Surgical (B)(4) describes the proper method of assembling the mrh femoral component with the fluted stem.

Event description:
Surgeon of the hospital, reported to our sales rep that a patient came in with pain. The patient reported that he was fallen. Xrays were taken but nothing could be seen. A revision surgery was scheduled for the (B)(6) 2013 which confirmed broken implants.